Event description:
It was reported the patient was admitted with withdrawal symptoms including increased spasticity. Troubleshooting and other actions included dye study and x-rays, the patient was hospitalized. The patient status at the time of the report was indicated as alive, with injury, the patient was in baclofen withdrawals. The patient was taken to or and a dye study was done everything appeared normal and the surgeon did not want to intervene further so the patient went back to floor to see neurology and see what else they could find to be contributing. The reporter had not heard anything about the patient since that time. The pump was used to deliver gablofen. No patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l82056, implanted: (B)(6) 2000, product type: catheter. (B)(4).